Manufacturer narrative:
The date of the event is unknown. A supplemental report will be submitted when provided. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause was could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited foreign material on the plug rod lens and white foreign material within the air water channel. There was no patient involvement.